Manufacturer narrative:
Product event summary-the device was returned and analyzed. Visual analysis revealed there was foreign material attached to the connector block. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure the physician noticed what appeared to be a crack in the header of the implantable pulse generator (ipg). Physician stated, he could 'feel" the crack / defect on the device. Device was not used and new ipg was implanted. No patient complications have been reported as a result of this event.